Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing and oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The device sensing vector was set the primary sensing vector at the time of the events. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.